Event description:
It was reported that the video system center had no image during endoscopy diagnostic procedure while the patient was under sedation with the device outside of the patient. The event was completed with same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.